Event description:
It was reported to philips that the device had excessive leads ECG artifact. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.